Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and power control pcb were evaluated and identified as requiring replacement. The customer ordered the components for replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system made a popping sound. Additional information was received from the field service engineer confirming that the system failed to power up. No patient serious injury or death was reported related to this event.